Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture is not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Manufacturer narrative:
Continued e1 phone number: (B)(6). Continued e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side ¿change in shape corroborated by magnetic resonance imaging", ¿pain¿, ¿bilateral retropectoral prosthetic implants with early signs of intracapsular rupture¿,¿cysts distributed in both breasts.¿ device remains implanted.